Manufacturer narrative:
An event regarding altr (metallosis) involving a trident shell was reported. The event was confirmed for metallosis and trident shell malposition from the medical review. Method & results: -device evaluation and results: the shell was not returned for analysis however an image was provided. The medical review noted that the cup rim appears to have an impingement ¿dimple¿ opposite to the offset wall of the liner. -medical records received and evaluation: a review of the medical records by a clinical consultant noted: issue with two revisions performed within 9-months of each other after primary abg-2/trident implantation in 2008 in a now (B)(6) female patient with unknown body weight and activity level. The first revision in (B)(6) 2015 was indicated for metallosis when exchange of femoral head and insert was performed. In (B)(6) 2015 an abg-2 neck fracture occurred requiring another revision when a zimmer revision stem was implanted. No further clinical details are available. X-rays post neck fracture document an adequate implantation of the abg stem but the trident cup has a low effective inclination due to use of a 10° liner plus absent anteversion while also significant heterotopic ossifications (ho) are present in and around the joint space, brooker grade-3. Explant pictures confirm the neck fracture while the rim of the cup liner shows an impingement ¿dimple¿. No explants were returned for investigation at any time. Two different events were reported for (B)(6) 2015 but based upon available information, they both share the same underlying failure mechanisms that were not adequately recognized the first time and therefore led to the second revision. Because both reported events share the same root cause of failure both cases are not device-related but were caused by an adverse mix of procedure-related factors (cup malposition) and patient-related factors regarding presence of heterotopic ossifications -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there has been one other event for the lot referenced for the same patient for a subsequent revision surgery. Conclusion a review of the medical records by a clinical consultant concluded that the was caused by an adverse mix of procedure-related factors (cup malposition) and patient-related factors regarding presence of heterotopic ossifications. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient was implanted on (B)(6) 2008 with a pta at (B)(6) hospital. On (B)(6) 2015 he was undergone a revision of the head (from metal to ceramic (new femoral head 6570-0-132 lot 49985005 ) and the insert (new insert 623-10-32e) at (B)(6). The reason for the revision was metallosis.